Event description:
Report received of a power cord on a pump that sparks when it is powered on. The customer reported that the pump came down to the biomedical department with an unsigned note that read "broke, smoking." It was reported that upon inspection of the device, the power cord has a "burnt" cut at the strain relief and when the pump was powered on, and sparks were noted. There was no reported adverse event. Though requested, no additional information was available.